Event description:
It was reported that the asymptomatic patient presented in the clinic for an annual follow up in (B)(6) 2015. The right ventricular lead exhibited high capture thresholds and noise. The noise could be reproduced with pocket manipulation and isometric movements. The device was reprogrammed.

Manufacturer narrative:
(B)(4).